Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: the pump history shows the pump was manually suspended on (B)(6) 2016 07:45 and manually resumed at 14:03. The alarm history shows several instances of auto off alarms. On (B)(6) 2016 21:23 auto off alarm was recorded; deliveries never resumed. The pump was programmed with a 2.0u/hr basal rate and exercised for 24hr time period; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No eaw¿s or delivery interruptions occurred during testing. Unable to duplicate the complaint. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 558 mg/dl with symptoms of nausea, vomiting, fruity breath, drowsiness, blurred vision, abdominal pain, and large ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had discontinued pump therapy at the time of the call. The reporter reviewed the pump history and found that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of an inaccurate delivery issue with the pump.